Event description:
The customer reported that the syringe leaked radioactive solution from the plunger, exposing himself as well as the patient. The pharmacy sent a replacement prescription since too much activity was lost and the resulting image was of poor quality.